Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing detachment from connector. Infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information.